Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was 48 mg/dl due to the customer inadvertently delivering insulin to themselves after completing fill tubing while still connected to the site. The customer's blood glucose level was back to normal by the time of the call.